Event description:
It was reported that the connection on the external pulse generator (epg) to the atrial positive side was broken off. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the atrial connector was broken. It was also noted that the battery contacts were contaminated, the upper and lower cases were broken, and the battery drawer and release latch were damaged. (B)(4).